Manufacturer narrative:
Additional information : one actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of the transfer set disconnected from the titanium adapter during use. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.